Event description:
Physician reported right side rupture ¿ diagnosed via MRI and confirmed during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, device appearance (observed 40 mm dark patch edge material inside gel device), yellow particles in the surface of the shell, crease fold and underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp broken a posterior side assessed as an unidentified (tear) opening. -a missing piece of the shell (orientation dot). Additional, changed, and/or corrected data: d.10., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. The device has been explanted.